Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic punch created a jagged aortotomy. The surgeon continued with the procedure, however during the removal of the seal, it did not unravel completely. The seal was removed without damaging the anastomosis. The pt was reopened after the procedure was completed due to a decrease in blood pressure. The surgeon put a side biter clamp and undid the graft and found an intima flap blocking the hole. The surgeon completed the graft using the side biter clamp. No additional pt complications were reported.